Event description:
Legal counsel for patient reported patient underwent a total hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2007 due to patient allegations of pain and personal injury. A review of invoice history could not confirm the surgery dates reported or which components were removed and replaced. However, an invoice was located that indicates a revision procedure was performed on (B)(6) 2013 where cement spacer molds were implanted. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay corrected and additional information that was unknown at the time of the initial medwatch. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, "intraoperative or postoperative bone fracture and/or postoperative pain." Corrected data: date of event has been corrected in this report. Explant date has been corrected in this report.

Event description:
Legal counsel for patient reported patient underwent a total hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2007 due to patient allegations of pain and personal injury. A review of invoice history could not confirm the surgery dates reported or which components were removed and replaced. However, an invoice was located that indicates a revision procedure was performed on (B)(6) 2013 where cement spacer molds were implanted. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient operative (op) notes dated (B)(6) 2008 reports patient underwent an acetabular revision due to pain. Revision op report notes the presence of clear, non-purulent appearing joint fluid. Op report further states the cup was well-fixed and in good shape without sign of wear. The head was removed and replaced. The cup was removed and replaced with a competitor acetabular component and liner. Records further report that patient underwent a two-stage left hip revision procedure on (B)(6) 2013 due to infection. All components were removed and antibiotic spacers were placed (B)(6) 2013 and competitor products were implanted (B)(6) 2013.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.